Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed due to component. Field service engineer reseated connections to drawer control pcbs and reseated network cable connections to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. The customer reported that users were unable to remove medications. However, there was a delay in patient care as the user was able to obtain benadryl meds from another medstation nearby. There were no adverse events or injuries reported based on this event.